Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/06/2014).the patient¿s meter and test strips have been returned on 5/1/2014 and 4/23/2014, respectively, and evaluated by lifescan product analysis on 5/6/2014 and 4/23/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (12/09/2014). The patient¿s test strips have been returned on 4/23/2014 and evaluated by lifescan product analysis on 11/28/2014 with the following findings: additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be intact, thus not the root cause for the control solution failing which was seen, and passed tga testing. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient in the (B)(4) contacted lifescan to report the onetouch verio pro meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient to obtain and verify information; however, the patient refused to speak with the tsr. The sr. Medical surveillance specialist classified the complaint based on the information initially provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 13.0 mmol/l on the reported meter, which he claimed was inaccurately high compared to his expected value of 6.8 mmol/l. The patient noted he took an increased dose of rapid-acting insulin based on the elevated meter reading. At an unspecified time afterwards, the patient experienced symptoms of ¿hypoglycemia¿; he was unable to provide specific symptoms. The patient did not report seeking any medical attention or treatment. It would have been helpful to determine the date and time of this event, the patient¿s blood glucose readings prior to the event, the dose and type of insulin taken, the patient¿s specific symptoms, and if the patient administered any self-treatment for his symptoms. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe injury after taking insulin based on an elevated meter reading; therefore this complaint is being reported.